Manufacturer narrative:
(B)(4). The patient underwent mesh implantation, site-specific posterior repair, in order to treat vaginal prolapse, cystocele, rectocele, and r/o cervical dysplasia. It was reported that the patient had a concurrent procedure of a total abdominal hysterectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and exposure of mesh. It was reported that patient underwent mesh revision and partial removal and cystoscopy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2008 and (B)(6) 2014 by dr. (B)(6) and dr. (B)(6) due to erosion of mesh.